Event description:
It was reported that the patient presented in clinic for a follow-up in clinic. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing, crosstalk, inappropriate mode switch, and competitive atrial pacing. No intervention was performed. The patient was in stable condition.